Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be user related (example: contact with sharp object) or mechanical failure or operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ''sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterile. For urological use only. Valve type: use luer slip syringe. Do not use needle.'' H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked from the foley catheter after insertion and it was found that the branch was broken . They informed that the replaced one had the same fracture problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the water leaked from the foley catheter after insertion and it was found that the branch was broken . They informed that the replaced one had same as the fracture problem.